Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint not confirmed as product was not received. The device history records were reviewed for deviations and / or anomalies with no deviations / anomalies identified. Medical records were not provided. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Confirmed the complaint. The device was returned. Verified item lot combination and reviewed manufacturing date as returned item exhibits signs of repeated use and has fractured on the medial side of the post all pieces returned reference attached photographs. Investigation results remain unchanged as previously reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Foreign report source: (B)(6).

Event description:
It was reported that during an initial knee procedure the device fractured during insertion. No pieces were retained by the patient, and the procedure was completed with another device.